Manufacturer narrative:
(B)(4). Date sent: 7/10/2023 d4 batch #: r94z9l investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was disassembled and the ¿transducer assembly¿ attached to the energy device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable no functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. The internal wires were twisted and disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that, during an unknown procedure, could not tighten when using the torque wrench to connect the device with the hand piece, and the handle was damaged. The number of remaining uses of hp054 was 35. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.